Event description:
The pt was undergoing cardiac cath and the dr attempted to insert the iab. The insertion was difficult due to adhesions from previous groin surgeries. The dr was able to pass the balloon part way, but during manipulation, the distal tip of the catheter became lodged in the right groin area and the tip broke off. As a result of the event, the tip was surgically removed. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: tip of the iab broke off/surgically removed -reported 3/17/97. Pt's current status: unk -reported 3/17/97.